Event description:
The surgeon inserted the (B)(4) silicone plate with toric and did not like the orientation of the lens once inserted. The incision was enlarged, the lens was removed and the incision was sutured. The reporter stated this was a surgeon's preference and not related to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4).

Manufacturer narrative:
(B)(4). Visual inspection of the returned lens showed evidence of a clear surgical residue, however, there was no visible damage observed.(B)(4).